Event description:
In 2009, the patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. After implanting the trunk-ipsilateral leg component and extending the ipsilateral leg with a contralateral leg component the contralateral gate was cannulated. Angiographic images at that time showed that the trunk-ipsilateral leg component had moved proximally 2 cm unintentionally covering the renal arteries. The device was lowered using a balloon and a 7mm bare metal stent was implanted in the right renal artery. There appeared to be adequate blood flow into the renal arteries and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.